Manufacturer narrative:
E1: patient city: (B)(6).patient country:(B)(6).name: medtronic minimed.country: united states of america.street: 18000 devonshire street.city: northridge.state: california.zip code: 91325 ¿ 1219.based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set cannula has untaped on (B)(6) 2026 due to perspiration.